Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller¿s black power lead being damaged, and atypical low voltage values, were both confirmed. The provided and extracted log files from the controller were reviewed, collectively containing data spanning approximately 39 days (25sep2022 ¿ 03nov2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s voltage values were intermittently observed to be below average throughout the data. Atypical alarms did not occur as a result of these lower voltage values. No other notable events regarding the controller were observed. The returned system controller was observed to have a damaged black strain relief (connector side) upon arrival. The controller was functionally tested and was found to have increased resistances within its power cables, consistent with the observed lower voltage values within the log files. Despite the observed damage, the controller was able to operate a mock loop as intended throughout all testing and atypical alarms were not reproduced, even when the power cables were manipulated by hand. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller showed the device was manufactured in accordance with manufacturing and qa specifications.. The controller was shipped to the customer on 21dec2015. The heartmate ii patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook section titled ¿emergency contact list¿ cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a crack in the system controller's black lead connector. The log file review noted multiple power cable disconnect alarms as well as abnormally low voltage readings. Log files were reviewed, and a controller exchange was recommended and performed on (B)(6) 2022.

Manufacturer narrative:
Related MFR 2916596-2022-15300. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.